Event description:
A patient was brought into the or suite for surgery and placed on the or table. When the staff tried to operate the table to proper placement it was found unoperational. The surgery was delayed as patient was removed from the table and moved to a different surgical suite. Biomed was called to remove table because staff could not get table to unlock. Biomed manually unlocked the table and removed to their department for troubleshooting. When the table was opened up charring was found on the power control board and several components appeared to be completely burned off. A new power supply was ordered and installed. The table was tested and returned to service.